Event description:
On 21-sep-2025, the user reported a high blood glucose (bg) reading of 182 mg/dl while using the libre 3+ continuous glucose monitor (cgm) sensor. The user received an "infusion set expired" alert, and the agent assisted with a full supply change. The user treated a prior low of 100 mg/dl with food. By the end of the call, a finger stick showed bg of 195 mg/dl. Later that evening, a finger stick showed high blood glucose (bg) of 302 mg/dl while the ilet system displayed 191 mg/dl. The agent advised the user to replace the libre 3+ sensor, but as none were available, the user opted to administer a lantus manual injection until new sensors arrived. Follow-up calls were attempted on 22¿24 sep-2025, but no response was received. The user's highest blood glucose (bg) recorded was 302 mg/dl. Bg was corrected with a lantus manual injection. No symptoms were reported during the event, and no medical intervention was required at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.